Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage keypad trace. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was not delivering insulin, customer had high blood glucose, and there was a smell of insulin in the reservoir compartment and buttons unresponsive sometimes. Customer declined to do troubleshooting. Customer's blood glucose was 560 plus mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further info provided.